Event description:
New information received indicates the ICD was explanted.

Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that the local bond was invalid, preventing the device from connecting to the patient application.

Event description:
New information received indicates that the patient was seen in clinic on (B)(6) 2026 and their implantable cardioverter defibrillator (ICD) was interrogated. The ICD was still unable to pair after interrogation.